Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the analyzer had not functioned normally during a procedure. The pacing system analyzer (psa) was showing normal sensed values at the start of an operation, then it started showing lower values for both the atrial and ventricle. Another psa was used to complete the procedure. A malfunction of the circuit for sensing was suspected. The programmer will be returned for service. No patient complications have been reported as a result of this event.